Event description:
The half side rail reportedly came off the bed frame while the resident was using it to assist with repositioning. The rail fell to the floor and the resident fell onto the rail. She sustained some abrasions, but otherwise was not injured. The event occurred one year ago and further details could not be recalled by the report source.

Manufacturer narrative:
The disposition of the side rail was not known by the report source. It was not identified by serial number. It may have been placed back into use and is not available for evaluation.